Event description:
Additional information: it was later reported that the MRI was performed while patient was on vacation 60 days prior to pain physician appointment. Pump was not read after MRI until 60 days later. When physician interrogated pump message on the programmer 8840, showed that motor stall/restart had occurred. It was seen that the pump had restarted correctly after MRI. Physician confirmed that the drug amount in the pump was as stated on the programmer. Patient stated they didn't feel any change and felt fine. Drug delivered via the device was morphine.

Event description:
A confirmed motor stall and motor stall recovery was reported; it was due to patient having a MRI. The pump was not read since the MRI which was approx. Three weeks ago. On interrogation during the refill patient had no symptoms and the refill was done with reservoir volume closely matching expected volume. Patient did not exhibit any symptoms of drug withdrawal. Drug delivered via the device was not known. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Catheter model: 8731, serial # (B)(4), implanted on: (B)(6) 2006, explanted on: unk.